Manufacturer narrative:
The cable was returned for analysis. Functional testing found that the cable jacket be damaged and was exposing some wires, but there were no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was setting up for axiem shunt case and received localizer not connected. They used a different box on the system and the same malfunction occurred. Both axiem boxes worked on a different system, which the site switched to for the case. The nurse mentioned that there was damaged n the axiem power/ comm cable. The representative did some testing and confirmed that both boxes worked on system b.